Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Unit received with cracked case on the back at the battery tube area, and belt clip rail case corner.

Event description:
The customer reported via phone call that there was crack on the battery compartment. The customer¿s blood glucose level was 126 mg/dl. Customer also reported that there was a hair line crack on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.